Manufacturer narrative:
This investigation was conducted in response to a customer report of two different fibers breaking during a procedure. A device history record review was conducted and confirmed that there were no deviations or variances in the manufacturing process and the products met all dmta specifications prior to release. Past complaints were reviewed and at this time, there is no trend identified. The suspect fibers were disposed of and not available for evaluation. Based on the information received and speaking with the users who experienced the fiber break, the root cause cannot be determined but was likely incorrect user handling. There were no defects identified in the manufacturing process related to this complaint. A fiber break is identified as a mediumlevel risk. There was no patient impact as a result of this malfunction. At this time, no further actions by dmta are determined to be necessary. This report has been amended as we have recieved two medsun reports, mw5181026 and mw5181027. These reports did not provide additional details that impacted the conclusion of this investigation, but they did confirm that two fibers were broken during their procedure.

Manufacturer narrative:
This investigation was conducted in response to a customer report of two different fibers breaking during a procedure. A device history record review was conducted and confirmed that there were no deviations or variances in the manufacturing process and the products met all dmta specifications prior to release. Past complaints were reviewed and at this time, there is no trend identified. The suspect fibers were disposed of and not available for evaluation. Based on the information received and speaking with the users who experienced the fiber break, the root cause cannot be determined, but was likely incorrect user handling. There were no defects identified in the manufacturing process related to this complaint. A fiber break is identified as a medium-level risk. There was no patient impact as a result of this malfunction. At this time, no further actions by dmta are determined to be necessary.

Event description:
Dmta received a report that a physician observed a break in a thulio fiber after it was attached to the laser unit. Then during the procedure and using a new fiber, the physician fired the fiber without realizing it was broken as well.